Event description:
This customer reported that the leds on the device were not lit. This could indicate an inability to power up via ac power. This was an observation made by users. There was no pt involvement.

Manufacturer narrative:
(B)(4). This customer reported that the leds on the device were not lit. This could indicate an inability to power up via ac power. This was an observation made by users. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.